Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received an unexpected restart error alarm in (B)(6) and that the alarm recurred two months later in may. The patient's blood glucose at the time of incident was 200 mg/dl. In (B)(6), the customer was able to clear the alarm, rewind the device, and pass the self test. However, the alarm recurred two months later. Troubleshooting was initiated and the customer confirmed that a temp basal was not programmed before the unexpected restart alarm occurred. The device was not stored or out-of-use for an extended period of time. The alarm occurred shortly after a battery change. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.